Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a faulty video connector socket led to the malfunction resulting in the scope communication error. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a diagnostic laryngoscopy procedure, the video system center had a loose electrical connection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the video connector socket was loose, causing b30 error to display. The intended procedure was completed using a similar device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. However, the video connector socket was found to be loose, causing a scope communication error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.